Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and verified that the main side temperature fluctuation. The technician determined that a 3-way valve was needed for replacement. The unit was sent to factory for the valve replacement. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu30 main side temperature would fluctuate during use. The unit was replaced with a backup unit. Additional information: there were no negative consequences for the patient. (B)(4).

Manufacturer narrative:
The hcu30 was brought to (B)(4) for repair. The system was repaired by (B)(4) at the repair center. The service replaced the main side 3-way valve due to fluctuations in main side temp. The unit was tested to factory specifications and returned to the customer and cleared for clinical use. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4)